Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of touch contamination and peritonitis coincident with dianeal and extraneal therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/ touch contamination which caused peritonitis. The home patient was diagnosed with peritonitis on (B)(6) 2012, and treated at the clinic with unknown antibiotics. The treatment was not successful and the home patient was hospitalized on (B)(6) 2012 (discharge date (B)(6) 2012). The home patient was treated with vancomycin 1 gram intraperitoneally (ip) twice a week for 21 days (start date (B)(6) 2012 - end date (B)(6) 2012). The rn confirmed the cause of the peritonitis as being breach in aseptic technique-the home patient experienced a touch contamination and stated the client is still on antibiotics and is reportedly recovering. Retraining on proper aseptic technique with the patient was performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.